Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h7 and h9.  Section h9: the size of the ultra delivery system used is unknown; however, these are the possible fca numbers (fca # z-2224-2019 ¿ for 20mm 9630tf20),  ( fca # z-2225-2019 ¿ for 23mm 9630tf23), (fca# z-2226-2019 ¿ for 26mm 9630tf26) and ( fca # z-2227-2019 ¿ for 29mm 9630tf29).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, the ultra delivery system balloon burst, and the patient required surgery.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No relevant imaging of the case was provided for review.  During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported event. A device history record (DHR) review and the lot history review were unable to be performed as the work order/lot number was not provided. A review of the complaint history for edwards ultra delivery system from (B)(6) 2018 to (B)(6) 2019 revealed other returned complaints for ¿balloon ¿ burst¿ (all models and sizes). The complaints were reviewed based on similar reported events and associated root cause/evaluation codes.  No manufacturing nonconformances were found during the evaluations.  Available information supports that patient (calcification) factors and/or procedural factors (device manipulation/excessive force as a result of insertion difficulty) likely led to the reported events.  The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. Per post-market surveillance plan complaint trends are reviewed at minimum if there are 3 complaints per month for 3 consecutive months. Review of complaint history from (B)(6) 2019 revealed the trigger for trend review has been met for the failure mode. The ultra delivery system instructions for use (IFU), the procedural training manual, and the device preparation manual were reviewed for instructions or guidance for proper use of the ultra delivery system.  Visually inspect all components for damage. Ensure the delivery system is fully unflexed and the balloon catheter is fully retracted into the flex catheter. Note: the delivery system is packaged with a balloon cover placed over the balloon and should not be removed until instructed to do so. Close the stopcock to the delivery system and de-air the inflation device. Rotate the knob of the inflation device to transfer the contrast medium into the syringe to achieve the appropriate volume required to deploy the thv. Close the stopcock to the 50 cc or larger syringe. Remove the syringe. Verify that the inflation volume is correct and lock the inflation device. Caution: maintain the inflation device in the locked position until thv deployment to minimize the risk of premature balloon inflation and subsequent improper thv deployment. Begin thv deployment: unlock the inflation device. Using slow controlled inflation, deploy the thv by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. Additional considerations: slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Based on a review of the IFU and training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. The device was not returned for evaluation and no imagery was provided for review. A review of complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Although there is insufficient evidence within this specific complaint to confirm the event, review of complaint history revealed similar confirmed issues. We can speculate that the root cause is related. We can therefore say that patient factors (calcification) likely led to the reported event. Balloons are subjected to increased risk of burst/leakage in a calcified annulus, aortic root, or native leaflets as calcified nodules with the aorta can impinge on the balloon during inflation. This may compromise the balloon wall structure even at low inflation pressure. There was no evidence of device malfunction or manufacturing non-conformance. A product risk assessment was previously initiated per management discretion to investigate the balloon burst issue and its associated risks. A CAPA was initiated to address ultra balloon burst and retrieval issues and is currently in the implementation phase. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal.